Event description:
Boston scientific received information that this patient had an event in monitor zone in which the initial detection and duration were met. The rhythm accelerated to ventricular tachycardia (vt) zone. The device went to redetection and delivered two anti-tachycardia pacing (atp) which resulted in atp timeout and the patient received a shock. As a result, the device was reprogrammed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.